Event description:
It was reported by the customer that "once the PICC was inserted, the inserter pulled back on the syringe to check for blood return. When she pulled back to attain blood return from the lumen with the yellow rubber stopped, air bubbles could be seen entering the syringe. This only happened through the lumen with the rubber stopper that was housed by the stylet. She removed the syringe as to not flush air back into the PICC and used a pre-primed sterile saline syringe to flush the lumen with the stylet going through the yellow rubber stopper. When she flushed the PICC, small droplets of saline appeared to leak out around the top of the rubber stopper. To note, there was no leaking of fluid around the yellow rubber stopping upon first opening the PICC kit and priming the PICC prior to insertion. She said this has happened before but not today. It is with the pressure of flushing the PICC that leaking occurs at the yellow stopper and air bubbles appear in the syringe. Upon close inspection, it appears the yellow rubber stopper has a small, clear plastic casing around the sides, rather than just plan rubber like the single lumen stoppers appear like and all appeared like prior to this change. No patient harm. Nurse worries that air could possible enter the bloodstream. Also concerned about the leaking aspect to maintain asepsis during the procedure. This sample was actually in the patient and observed to have happened, by myself the reporter." Additional information received on 09-jun-2023. There was no observed life threatening medical situation related to the PICC insertion procedure, and no holes or damage observed but when we perform a flush of the PICC with saline prior to inserting the PICC into the patient, we observe leaking of saline from the rubber stopper where the stylet passes through. There have been varying degrees of leakage noted during this saline flush. Some have only 1 drop of saline expressed, other times saline "shoots" out.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock assembly was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that "once the PICC was inserted, the inserter pulled back on the syringe to check for blood return. When she pulled back to attain blood return from the lumen with the yellow rubber stopped, air bubbles could be seen entering the syringe. This only happened through the lumen with the rubber stopper that was housed by the stylet. She removed the syringe as to not flush air back into the PICC and used a pre-primed sterile saline syringe to flush the lumen with the stylet going through the yellow rubber stopper. When she flushed the PICC, small droplets of saline appeared to leak out around the top of the rubber stopper. To note, there was no leaking of fluid around the yellow rubber stopping upon first opening the PICC kit and priming the PICC prior to insertion. She said this has happened before but not today. It is with the pressure of flushing the PICC that leaking occurs at the yellow stopper and air bubbles appear in the syringe. Upon close inspection, it appears the yellow rubber stopper has a small, clear plastic casing around the sides, rather than just plan rubber like the single lumen stoppers appear like and all appeared like prior to this change. No patient harm. Nurse worries that air could possible enter the bloodstream. Also concerned about the leaking aspect to maintain asepsis during the procedure. This sample was actually in the patient and observed to have happened, by myself the reporter." Additional information received on 09-jun-2023. There was no observed life threatening medical situation related to the PICC insertion procedure, and no holes or damage observed but when we perform a flush of the PICC with saline prior to inserting the PICC into the patient, we observe leaking of saline from the rubber stopper where the stylet passes through. There have been varying degrees of leakage noted during this saline flush. Some have only 1 drop of saline expressed, other times saline "shoots" out.